Event description:
Caller reported encountering cgm error 42 with their g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Cts provided instructions for a complete pump reset and guided the caller through the process, after which the cgm error was resolved and the caller successfully started a new sensor session.